Manufacturer narrative:
Batch review performed on 10 january 2020. Lot 1811894: (B)(4) items manufactured and released on 29-may-2019. Expiration date: 2024-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: reverse shoulder system 04.01.0121 humeral reverse hc. Liner ø36/+6mm (k170452) lot. 179979. Batch review performed on 10 january 2020. Lot 179979: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normally originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
Surgeon reported about a reverse shoulder unstable, which easily dislocates (liner - glenosphere). Glenosphere, liner, metaphysis successfully revised, 7 weeks after primary surgery.